Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented, axillary movement of the device was observed. The physician elected to explant and replace the system after the patient presented with an infection and wound dehiscence. The physician did not allege that the system caused or contributed to the infection. The patient was stable following.